Event description:
The user facility biomedical engineer report the automated impella controller (aic) had a broken purge clip. A loaner onsite was used. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Manufacturer device report (MDR) 1220648-2023-03012 was created in error and is a duplicate report. All investigation results will be found in MDR 1220648-2023-03013.